Event description:
Unsolicited communication: pt reports cadd legacy pump giving two tone alarm and message "no disposable - pump won't run". Pt tried changing pumps, pushing in the corner of the cassette, changing tubing and connector. No resolution. Pump serial numbers: (B)(4). Cassette lot number unavailable. Pt hung up to mix new cassette and will call pharmacy back if still having issues infusing. Patient feels sure that the cassette is the issue. No pump issues reported at this time. No further information known. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received, it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Unk; did we replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Pt did not call back, resolved. Reported to (B)(6) by pt/caregiver.